Manufacturer narrative:
The event involves three iunihg and one unihg screws reported as fracture separately. Additional screw events reported under MFR# 0001038806-2020-01168, 0001038806-2020-01169, and 0001038806-2020-01170. Please refer to investigation results below. Three certain® gold-tite® hexed screw (iunihg) and one gold-tite® hexed uniscrew (unihg) were returned for investigation. Patient not injured as a result of the event. Fractured pieces were removed from the implants, implants were not affected. Per reports: fractured screws. No further information was provided. Visual evaluation of the three iunihg and one unihg screw identified that two iunihg screws were fractured and one iunihg and the unihg were not. All the returned screws has signs of use and wear. Functional testing to recreate the reported event (screw fracture) could not be performed due to the nature of the devices & event. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported devices were located on unknown teeth and was used for an unknown duration. The customer did not provide any pictures or x-rays. DHR review and complaint history review could not be performed for the returned screws, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg & unihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. September post market trending was reviewed and there were no actionable events or corrective actions for the reported events (screw fracture & does not seat) or devices (iunihg, unihg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for two iunihgs while device malfunction did not occur and the reported event was unconfirmed for one iunihg and one unihg as physical evaluation identified the fractured screw. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage & torque applied during placement/seating exceeds recommended value.

Event description:
Additional information received from investigation results confirmed the screw did not fracture and it was identified as unihg, lot remains unknown.

Manufacturer narrative:
Additional information received confirmed that the fractured screw fragment was removed from the implant. No serious injury was reported. The following section has been corrected: a1: patient identifier.

Event description:
Additional information confirmed that the fractured screw fragment was removed from the implant. No serious injury was reported. Event date was also provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided.

Event description:
It was reported that abutment screw (iunihg) fractured. No surgical intervention was necessary and no injury was reported